Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0eua2, implanted: 2014-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that an infection occurred. Training was stated to be inadequate due to anesthesia during the training. The patient was not feeling stimulation. Symptoms were thought not to have been controlled yesterday. The ¿tapping deal¿ had not been felt in days. A bladder infection occurred and it was hard for the patient to know if the device was working. Program 1 had been increased to 1.5v from 1.3v. The infection had occurred pre-implant and the patient had been on 4 months of antibiotics. A new and different infection had occurred at the end of the 4 month period. New antibiotics were prescribed. The night prior to the report, the patient thought she accidently turned the device off. The patient symptoms were reported to have occurred suddenly.